Event description:
Pt admitted 8/16/95, history of high risk asthma, with acute exacerbation of symptoms necessitating intubation. Ventilation support provided and permissive hypercapnia provided. In line respiratory therapy treatments per dr's orders. Ventilator tubing "popped out" and pt became bradycardic and hypotensive. Pt was suscessfully resuscitated, and sustained hypoxic injury to brain.